Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open box of product code 8610h and a damaged suture held with a clamp, the image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. H6 investigation findings: c22 - photo analysis. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-02404, 2210968-2023-02405 and 2210968-2023-02406

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2023 and suture was used to perform anastomosis of blood vessels. During the suturing, the surgeon noticed that the suture was falling apart, he asked to use another suture but the additional suture they opened for him also fell apart during the suturing. This happened with 3 identical sutures from the same package. Finally, they used one that did not fall apart and successfully completed the operation. No harm was caused to the patient and there was no significant delay in the operation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/17/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that twenty-five packets that pertains to product code 8610h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02404, 2210968-2023-02405 and 2210968-2023-02406.